Event description:
It was learned through implant patient registry and medical record that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of one (1) year, 7 months due to severe paravalvular leak. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient was discharged to home in stable condition on pod# 13. Per medical record, patient also presented with pseudoaneurysm of lima. Patient underwent avr with root repair and revision of CABG with excision of lima pseudoaneurysm. Intraoperatively, surgeon noted large defect between the valve sewing ring and annulus in the non-coronary sinus. Valve was excised and annulus debrided. Defect appeared larger along the left coronary sinus. The area was patched with bovine pericardium. The 21mm 11500a aortic valve was placed into the annulus and was secured. The valve appeared to seat well. Patient was transferred to ICU in hemodynamic stable condition. Post-op tte showed decreased right ventricular function and suggestive signs of "mcconnell's sign". Work-up negative for thromboembolism. Fluid collection extending from the aortic root along the ascending aorta, likely hematoma noted in the pericardium, anterior to the rv. Patient anticoagulation to be help and follow-up with cardiology.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4), rev a, regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary (B)(4), rev a, exists for this issue. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including pseudoaneurysm. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of one (1) year, 7 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.